Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported incomplete coaptation. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported slda was most likely due to patient's anatomy (thickened leaflets). The reported mr and fatigue were a cascading effect of the reported slda. Additionally, the reported patient effects of mitral regurgitation and fatigue are known possible complications associated with mitraclip procedures. The reported hospitalization and unexpected medical intervention were result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
N/a.

Event description:
On (B)(6) 2025, a patient was presented with grade 3-4 functional mitral regurgitation (mr) and thick leaflets for a mitraclip procedure. During the procedure, a mitraclip xtw was successfully implanted. The mr was reduced to grade 1-2 post procedure. On (B)(6) 2025, a single leaflet device attachment(slda) from the posterior leaflet was observed. Per the physician, the slda was due to patient's anatomy of thick leaflet. Patient returned symptomatic with fatigue and recurrent mr of grade 3. On (B)(6) 2025, a redo procedure was performed. A second mitraclip was implanted lateral to first clip. The mr was reduced to grade 1-2 post procedure. The patient is in stable condition. There was no clinically significant delay.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.